Event description:
The information received from the affiliate states during the visual check process of the product, a black foreign matter was found inside the sterilized pouch. The foreign matter's diameter was bout 1mm in size. The product had been stored in sukagawa's stockyard. The product was not clinically used.